Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl, at the time of incidence. Customer reported that they received insulin flow block alarm that was past event. Customer was treated with insulin pump and then they stopped using it. Customer was using manual injection. Customer would call back to performed various insulin pump test like self, high pressure test and displacement test. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.